Event description:
Information was received from a consumer via a device manufacturer representative (rep) regarding a patient who was receiving 300 mcg/ml gablofen at 72.73 mcg/day and 1.5 mg/ml dilaudid at 0.3637 mg/day via an implantable pump for malignant pain. It was reported that the patient's pump pocket was being revised because the pump was sitting low in the abdomen and was uncomfortable to the patient. The event date was noted to be "3 months ago". The cause of the discomfort was not determined. The patient was being scheduled for a pocket revision.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer indicated the revision took place on (B)(6) 2017 and for the revision the pump was ¿rotated all the way around¿ and the doctor put the two portals and ¿everything¿ hitting hard against the femoral artery. The pump was placed hitting right into the patient¿s hip and the doctor had tried to put a basket in to not hit ribs/body but the patient heard ¿boom boom¿ when she moved because of the pump resting on her artery. The patient noted ¿it had gotten worse¿ and described ¿the feeling as not the pump itself rotating, but the sensation¿ the patient was receiving in her body ¿felt like it was coming from the pump inside her rotating around 200 miles per hour.¿ it was noted follow-up was scheduled for (B)(6) 2016 to see about placement because one of the company representatives (reps) was at the surgeon¿s office and told him the way it was placed the entire pump hitting right into the hip. The sensation was only described at the pump site. The reporter said if she had a history of mental illness she would jump off a building from the sensation. The patient was to follow-up with the healthcare provider (hcp). The patient had been referred to a surgeon who would like to change the pump to the other side and turn it around, so the portals were not rubbing against the femoral artery. The symptoms related to the pump placement (in hip on femoral artery and feeling pulsing/boom boom/rotating sensation) started on (B)(6) 2017 date of the revision. In (B)(6) 2017, the symptoms were getting much worse. It was also reported within six weeks of the revision the rep was aware of the revision and results/symptoms from the new pump location. Non-reservoir drugs mentioned included gabapentin (oral). Refill date for the old drug was (B)(6) 2016(gablofen 300 mcg/ml at 74.51 mcg/day and dilaudid 1.5 mg/ml at 0.3725 mg/day) and the refill date for the current drug was (B)(6) 2017(gablofen 300 mcg/ml at 72.73 mcg/day and dilaudid 1.5 mg/ml at 0.36398 mg/day). The patient¿s next scheduled refill was (B)(6) 2017. It was also reported the patient was blind in one eye and deaf on the same side.